Manufacturer narrative:
Device evaluation summary: the medtronic service engineer (se) reviewed the diagnostic logs and verified the flow sensor calibration had failed and the vent also failed the breath delivery (bd) power on self test (post) with several error codes. The se also noticed during flow sensor calibration that the safety valve was opening and closing very fast. The se replaced the direct current (dc) to dc printed circuit boar (pcb). After repair, the ventilator passed all the testing per the manufacturer specifications at the time of service. One pb980 dc-dc converter pcb was returned for further analysis, a visual inspection was carried out on the returned component; no anomalies were observed. The unit was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator passed post with no errors recorded in the diagnostic logs. There was a strong popping noise during calibration. The fault was isolated to c70 on the dc-dc converter pcb. The cause of the observed condition was determined to be faulty c70 in dc ¿ dc converter pcb. The event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 980 ventilator generated a constant popping noise. There was no patient involvement with the reported event.